Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead had dislodged. It was explanted and replaced successfully. No further information was available.